Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device was explanted following the advisory of the (B)(4), as the patient was pacing-dependent (due to an av node ablation). There were no consequence to the patient, according the the physician.

Manufacturer narrative:
Please refer to the analysis report.

Event description:
Reportedly, the device was explanted following the advisory of the fsn crm-sal-2018-001, as the patient was pacing-dependent (due to an av node ablation). There were no consequence to the patient, according the the physician.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was explanted following the advisory of the fsn (B)(4), as the patient was pacing-dependent (due to an av node ablation). There were no consequence to the patient, according the the physician.